Event description:
It was reported that the cartridge chamber will not discharge. No patient injury was reported.

Manufacturer narrative:
Additional information was received confirming there was no patient involvement, issue was found during preventive maintenance testing.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Replaced the damaged downstream occlusion sensor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.